Event description:
It was reported on (B)(6) 2011, that during the first five years of having the pump implanted, the patient experienced "very little problems." In the following years, the patient had "so many problems." It was later reported that the patient's pump and catheter were removed and replaced, after it was found that the catheter was "split." Five years ago, the patient was found by the daughter, in a coma. Three days prior to this event, the patient had a steroid injection. No further details were provided related to the injection. It was suggested that the patient had been in the coma for "over 24 hours" before being found. The patient remained in the coma for eight days. It was stated that the patient was in a diabetic coma, as the patient had a glucose level of "1172." The patient had not been aware of a diabetic condition prior to having the steroid injection. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available. See manufacturer report # 3004209178201107383 for information related to the issues related to the patient's subsequently implanted pump system.

Manufacturer narrative:
Catheter model 8709, lot # j11385r26, implanted: (B)(6) 2002, explanted: (B)(6) 2009.